Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure for the repair of utero vaginal prolapse and cystocele on (B)(6) 2006 and mesh was used. The patient experienced complications, such as mesh erosion, formation of scar tissue, inflammation and neurologic compromise to her structures and tissue. The patient has undergone intensive medical care, multiple surgical procedures and permanent pain. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2008-00327. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2006, concurrently with the excision of an existing mesh (prolift), cystoscopy, supracervical hysterectomy, removal of right paratubal cyst, abdominal colpopexy with mesh and abdominal vaginal repair. It was reported that patient underwent the following surgeries: (B)(6) 2006 - posterior repair and resection of vaginal scar tissue due to vaginal pain following removal of the existing mesh; (B)(6) 2007: exploratory laparoscopy with extensive lysis of adhesions with extensive dissection of large bowel off the vaginal apex with mesh requiring two hours of dissection time, cystourethroscopy, sigmoid insufflations, left vulvar exploration and vaginal exploration.

Event description:
It was reported that the patient underwent a gynecological procedure for the repair of utero vaginal prolapse and cystocele on (B)(6) 2006 and mesh was used. The patient experienced complications, such as mesh erosion, formation of scar tissue, inflammation and neurologic compromise to her structures and tissue. The patient has undergone intensive medical care, multiple surgical procedures and permanent pain. No additional information is provided at this time.